Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's reportable malfunction of display of error e433 was confirmed. Based on the results of the investigation, it is presumed, that the event occurred, due to defective high voltage power supply (hvps) board caused by the following: the supply voltage from the hvps board is missing or too low (permanent error). A defective hvps board, due to a short circuit of the mos transistors (permanent error). In such cases, the user may sometimes observe, popping noises or flashes. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the hight frequency unit "esg-400" encountered error e433 reboot issue. The issue was found during maintenance. There were no reports of patient harm.